Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 786869- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included gestational diabetes, vomiting in pregnancy, weakness, tiredness and dizzy. Previously administered products included for an unreported indication: trisprintec from (B)(6) 2009. Concurrent conditions included cyst ovary, gallbladder cyst, genital haemorrhage, knee pain, irritability, galactorrhea, emotional lability, abdominal pain lower, endometrial metaplasia and adnexal mass. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vomiting ("vomiting") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), back pain ("back pain / lower back pain"), feeling abnormal ("brain fog"), ovarian cyst ("ovarian cyst"), libido decreased ("diminished libido"), candida infection ("fungal organisms morphologically consistent with candida"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain / left lower quadrant pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved and the genital haemorrhage, menorrhagia, feeling abnormal, ovarian cyst, libido decreased, candida infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, fatigue, vomiting, weight increased, alopecia, depression and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, candida infection, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 16-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 786869- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included gestational diabetes, vomiting in pregnancy, weakness, tiredness and dizzy. Previously administered products included for an unreported indication: trisprintec from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included cyst ovary, gallbladder cyst, genital haemorrhage, knee pain, irritability, galactorrhea, emotional lability, abdominal pain lower, endometrial metaplasia and adnexal mass. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vomiting ("vomiting") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), back pain ("back pain / lower back pain"), feeling abnormal ("brain fog"), ovarian cyst ("ovarian cyst"), libido decreased ("diminished libido"), candida infection ("fungal organisms morphologically consistent with candida"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain / left lower quadrant pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved and the genital haemorrhage, menorrhagia, feeling abnormal, ovarian cyst, libido decreased, candida infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, fatigue, vomiting, weight increased, alopecia, depression and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, candida infection, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 24-aug-2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 786869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included gestational diabetes, vomiting in pregnancy, weakness, tiredness and dizzy. Previously administered products included for an unreported indication: trisprintec from 22-jun-2009 to 9-oct-2009. Concurrent conditions included cyst ovary, gallbladder cyst, genital haemorrhage, knee pain, irritability, galactorrhea, emotional lability, abdominal pain lower, endometrial metaplasia and adnexal mass. In january 2011, the patient had essure inserted. In january 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In february 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vomiting ("vomiting") and weight increased ("weight gain"). In february 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), back pain ("back pain / lower back pain"), feeling abnormal ("brain fog"), ovarian cyst ("ovarian cyst"), libido decreased ("diminished libido"), candida infection ("fungal organisms morphologically consistent with candida"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and abdominal pain lower ("lower abdominal pain / left lower quadrant pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved and the genital haemorrhage, menorrhagia, feeling abnormal, ovarian cyst, libido decreased, candida infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, fatigue, vomiting, weight increased, alopecia, depression and dysfunctional uterine bleeding outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, candida infection, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 14-aug-2018: event "chronic pelvic pain / pain " outcome change to "recovered / resolved" from pfs. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 786869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's past medical history included gestational diabetes, hyperemesis, weakness, tiredness and dizzy. Previously administered products included for an unreported indication: trisprintec from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included cyst ovary, gallbladder cyst, genital haemorrhage, knee pain, irritability, galactorrhea, emotional lability, abdominal pain lower, endometrial metaplasia and adnexal mass. In january 2011, the patient had essure inserted. In january 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In february 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vomiting ("vomiting"). In february 2013, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), back pain ("back pain / lower back pain"), feeling abnormal ("brain fog"), ovarian cyst ("ovarian cyst"), libido decreased ("diminished libido"), candida infection ("fungal organisms morphologically consistent with candida"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), depression ("depression") and abdominal pain lower ("lower abdominal pain / left lower quadrant pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, feeling abnormal, ovarian cyst, libido decreased, candida infection, bladder disorder, urinary tract disorder, migraine, headache, nausea, vaginal discharge, fatigue, vomiting, weight increased, alopecia, depression and dysfunctional uterine bleeding outcome was unknown and the dysmenorrhoea, abdominal pain, back pain, vaginal haemorrhage, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, candida infection, depression, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter added, historical and concomitant condition added, historical drug added,event added as follows:- libido decreased, vaginal haemorrhage, candida infection, bladder disorder,urinary tract disorder, migraine,headache,nausea, dyspareunia,vaginal discharge,fatigue,vomiting,weight increased, alopecia, depression, dysfunctional uterine bleeding, abdominal pain lower, device monitoring procedure not performed, lot number received. On (B)(6) 2018: follow up 2,3 & 4 processed together. On (B)(6) 2018: follow up 2,3 & 4 processed together. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, feeling abnormal and ovarian cyst outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, feeling abnormal and ovarian cyst to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011, and reported adverse events including chronic pelvic pain and abnormal bleeding (seen as abnormal genital bleeding). A hysterectomy to remove essure was performed in (B)(6) 2014. Pelvic pain of varying intensity and duration as well as changes in bleeding pattern, including unscheduled and heavy bleeding may occur and persist after essure insertion. There is no information about the plaintiff's historical and concomitant medical conditions. This case was classified as incident since a device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, feeling abnormal and ovarian cyst outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, back pain, feeling abnormal and ovarian cyst to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011, and reported adverse events including chronic pelvic pain and abnormal bleeding (seen as abnormal genital bleeding). A hysterectomy to remove essure was performed in (B)(6) 2014. Pelvic pain of varying intensity and duration as well as changes in bleeding pattern, including unscheduled and heavy bleeding may occur and persist after essure insertion. There is no information about the plaintiff's historical and concomitant medical conditions. This case was classified as incident since a device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A product technical analysis is being sought.